Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. Customer blood glucose at the time of incident was 365 mg/dl. The cause of the issue is unknown. Troubleshoot was performed. The insulin pump screen had critical pump error. Customer declined to troubleshoot for high blood glucose reading. The customer has turned off the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The devise was received with a critical pump error alarm and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime and seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test due to critical pump error alarm. Moisture damage was also found on the force sensor and motor during visual inspection. No moisture damage was found on the keypad assembly.